Event description:
It was reported that during a breast biopsy procedure, the needle was allegedly bent. It was further reported the needle was broken. Reportedly, the needle needs to be removed surgically. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2024).